Event description:
Additional information from the healthcare provider (hcp) reported that the patient was much better since their pyloroplasty.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient had an incomplete response ever since the implantable neurostimulator (ins) was implanted and had multiple hospital admissions for gastroparesis. There were no external factors related to the event. No troubleshooting or diagnostics were noted. The issue was not resolved at the time of the report. The ins indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.